Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a decrease in hearing performance with the device since the last few weeks following an ear cleaning of the external auditory canal.

Manufacturer narrative:
Based on the information received from the field the recipient experienced a decrease of hearing performance during the last years. Reportedly in 2012 the five most basal channels had been disabled due to high impedance. New measurements recorded in 2018 show two more channels, namely 7 _ 6, in high impedance status. In addition channels 4 _ 5 show increasing impedance. Therefore it is assumed that the active electrode might have migrated post-operatively out of cochlea, although no further information was given on this aspect and no detail has been received. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. If the device is received in the future, the case will be re-opened and the device investigated. This is a final report.

Event description:
The recipient reported a decrease in hearing performance with the device in the last few weeks following a cleaning of the external auditory canal. It was stated that the last fitting session was in (B)(6) 2012. There is no accident or trauma reported. There was no swelling or redness over the implant site. This information was passed to the responsible physician but no further information regarding further steps for this user has been received from the clinic despite being requested.